Event description:
A consumer implanted for chronic low back pain and spinal pain reported via the manufacturer's representative (rep) they had to charge 20-60 minutes every two to three days which was too often since six to eight weeks ago the charge interval was every seven days. The consumer had been recently reprogrammed, switched to a new group, or had their parameters increased, but did have a previous overdischarge. There were no traumas or falls reported related to this issue. The clinician programmer was used to check the implantable neurostimulator (ins) with therapy impedance values of 317 ohms and 7.825 milliamps. The consumer's settings were two anodes, three cathodes, 2.65 volts, 450 microseconds, and 60 hertz. With these settings the beginning of life (bol) was 15.59 days and the end of life (eol) was 13.2 days with therapy impedance results greater than 300. Recharge statistics were pulled showing that on (B)(6) the device was charged for two hours to 75%, on (B)(6) it was charged for 1.6 hours to 100%, on (B)(6) it was charged for 0.4 hours to 100%, on (B)(6) it was charged 0.6 hours to 75%, on (B)(6) it was charged 1.1 hours to 100%. It was reviewed with the rep. The statistics showed the battery voltage was dropping to the 0-25% range which would not be expected based on the recharge interval but was likely related to the overdischarge, but shouldn't have impacted the charge interval over the past few weeks as the consumer claimed. The file pulled from the ins also showed the consumer had been using stimulation more over the past several weeks, and prior to late (B)(6) had been leaving stimulation of for longer periods of time which could have contributed to the difference in charging frequency. The rep. Was going to attempt to remove some active electrodes to improve group impedances and achieve a longer charge interval. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.